Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, there was no left ventricular capture. An x-ray exam confirmed dislodgement of the lead. The device was reprogrammed with right ventricular stimulation only. No further intervention was performed and no anomalies were noted with the dislodged lead. The patient is in stable condition.